Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the device found no damages or defects that would cause the cannula to dislodge. The cause of the reported dislodged cannula could not be conclusively determined. Inspection of the adhesive pad and adhesive welds found no damages or defects that would cause a failure to adhere. The cause of the reported adhesive failure could not be determined. The download data from the returned pod showed that an 0x6a occlusion alarm had been generated by the pod. Inspection of the pod found no damages or manufacturing deficiencies that would result in an occlusion alarm. The exact cause of the 0x6a alarm could not be determined.

Event description:
It was reported that the patient's blood glucose level reached 15.8 mmol/l (284.4 mg/dl). The pod was worn between 5 and 24 hours on the arm. It was noted that the adhesive was not secure and the cannula dislodged from the site. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.